Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Only the display box and the blister were received. A comp rehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the single use loading unit (sulu) disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d1, d4(model#, catalog#, expiration date, lot#, UDI#), d8, d9, g3, g4, h3, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic transabdominal preperitoneal (tapp) hernia procedure, the preloaded reload was able to fire properly. The reload was replaced to a new one, but the reload fell into the abdomen. A new reload was replaced again, and it fell again into the abdomen. It was noted that the two reloads were able to retrieve by surgical technique. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 174027, 174027 mf endo hernia o 12 4.0 (lot#:p3g0033), unknown hernia, unknown hernia stapler (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.